Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion issue event on (B)(6) 2026. The blockage is located in the tubing. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.